Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): no anomalies found; full lead analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B) (4): analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure, the helix did not extend. The lead was not implanted. There were no patient complications reported as a result of this event.